Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was alleged that the down arrow keypad button was under-responsive. Additionally, the keypad cover was reported to be torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was punctured at the up arrow keypad button. All the keypad button symbols were worn, which has no effect on insulin delivery. During testing, the up arrow keypad button was intermittently unresponsive and the contrast keypad button was unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the original complaint, the audio bolus button cover was damaged. The cover was removed and the slug was found to be misaligned and there was evidence of contamination. The display screen was dim and discolored.